Event description:
It was reported the customer's insulin pump malfunctioned. The customer stated they received a motor error alarm after observing their reservoir was filled with insulin. Customer's blood glucose was 375 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was visually inspected and it failed per specifications, snap-cap detached from reservoir's barrel.